Event description:
The customer reported that the screen was not displaying anything, the issue occurred during preparation for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 - address 1 and e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.